Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification (phaco) power was not "cutting" and could not hear the phaco hiss during a cataract extraction procedure with intraocular lens implant procedure. The procedure was completed.

Manufacturer narrative:
A service report was opened for examination. The ultrasound (u/s) module and laser core module were replaced as preventive measures (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).